Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, episodes of consecutive premature ventricular contractions were observed. The episodes were caused by oversensing of noise. There was also a decrease in pacing lead impedance. The patient was called in clinic for further evaluation. Rv lead noise was noted. Review of real-time ecgs noted noise recorded in r-wave amplitude measurements and decrease in rv pacing lead impedance. Recommended programming changes will be discussed with the following physician. The patient was asymptomatic throughout the check.